Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt alarm due to failed batt test alarm. Unit had stripped battery cap coin slot (p). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm and contacts were missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.